Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and a failed battery. Customer does not use the sensor feature and they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 10.0 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional tests could not be completed and no battery alarm could be confirmed due to the constant motor error alarm. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.